Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was not known. Customer drank juice to address bg. The customer also mentioned they fell on the floor and hurt their arm. Recommendation was made to consult with a healthcare provider to discuss diabetes management.